Manufacturer narrative:
A partial lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-14980; 2938836-2019-14981. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.